Event description:
It was reported during central processing, the tip was broken on a force bipolar instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar (fb) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.04" x 0.11" was found to be broken off the distal.